Event description:
A caller reported a cgm error, specifically error 42, with their g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Customer technical support provided guidance to complete a pump reset, and after resetting, the pump no longer displayed the cgm error. The caller successfully started their sensor session afterward.